Event description:
Information received from mandatory medwatch form 3500a does not address the patient's clinical status but notes loss of capt ure and that one of the leads had a loss of insulation in the area of the 1st rib/clavicvle.